Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo an ipg replacement procedure.